Event description:
On 30th august 2024, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that a crack was observed in the lens optic prior to full implantation into the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a crack was observed in the lens optic prior to full implantation into the eye. The lens was withdrawn from the eye and a back-up lens was implanted successfully during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was confirmed as available for return; however, no product has been received by rayner for evaluation. The rayone prelaoded iol injection system use risk analysis and the rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "lens optic damage" and "physical damage to lens"; forcing a blocked injector, inadequate lubrication, optic edge trapped/damaged on closure of cartridge, sharp edge instruments used during surgical procedure, incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone aspheric rao600c batch 113227795 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to establish the root cause of the event.